Manufacturer narrative:
On (B)(6)2020 , it was noticed that information about the complaint device being discarded was available and inadvertently omitted in the 3500a initial medwatch report. As such the following corrections are being processed in the respected fields: h3. Device evaluated by manufacturer? Changed from no to not returned to manufacturer h6. Method code changed from 4118 (type of investigation not yet determined) to 4115 (device discarded) h6. Result code 3233 (results pending completion of investigation) to 3221 (no findings available) h6. Conclusion code 11 (conclusion not yet available) to 4315 (cause not established) h10. Additional manufacturer narrative changed from ¿if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.¿ and changed to ¿device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.¿ manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered coronary artery stenosis and cardiac arrest requiring resuscitation and extracorporeal membrane oxygenation (ECMO). During the procedure, rf ablation of ventricular extrasystoles (ves) and left ventricle outflow tract (lvot) was performed at 30 watts. Ablation was applied in the left coronary cuspid, coronary artery blockage occurred, and the patient went into cardiac arrest. Resuscitation was required and ECMO was applied. Patient was stabilized and was admitted into the intermediate care unit (imc). Extended hospitalization was required as a result of the adverse event. Patient condition improved; however, it is not yet fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related as he accidentally blocked the vessel while wanted to ablate the origin of ves. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. The flow was set at 15ml/min according to the product instruction for use (IFU). The force visualization features used were vector and visitag. No bwi product malfunctions were reported.